Event description:
It was observed that during the device evaluation, the camera head had a cut on the cable unit, the adapter was loosened, and the coupler rattled. There was no patient involvement.

Manufacturer narrative:
E3: non-health care professional; e2-no. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.